Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected: needle holes over the needle stop guard were noted. The valve was tested for programming. The valve failed the test, the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, the valve only leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 90mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code 82-3100, with lot cpbc60, conformed to the specifications when released to stock on the 12th march 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring pillar, on the ruby ball, on the seat of the ruby ball, cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was replaced since the setting pressure could not be changed after implantation. The patient is currently being followed. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.